Event description:
It was reported that a breakage of a femoral pin which is used to attach the femoral navitracker. The tip of the pin remained in the patient's femur. Attempts are being made and additional information the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign country (B)(4). An investigation into this incident is currently underway. Oncec the investigation has been completed and the results are made available, a follow up MDR will be submitted. Part of the device remains in patient.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As the pin was not returned to zimmer biomet for analysis, a technical review and physical evaluation was not possible. A review of the DHR for the device did not identify any contributory factors. X-ray images were provided and sent to an independent medical professional (mmi) for review. Assessment of the imaging identified a possible retained foreign body within what appears to be the femoral cortex, confirming the reported event. A possible v-shaped metallic focus was also seen within the soft tissue. A definitive root cause is unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.